Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer had a pacing and sensing failure. It was indicated that during analysis the analyzer passes all console and systems tests.

Event description:
It was reported that during a patient check the analyzer had a pacing and sensing failure. The analyzer was returned for service. No patient complications have been reported as a result of this event.